Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, an alert message appeared and there was a significant return of electrode energy. The technologist adjusted the placement of the grounding pad and was able to complete the procedure. A month after, during the assessment of the patient, a 3rd degree burn with the size of 1 x 0.5 cm was noticed. It was treated with polysporin and dressings. The burn was noted to be healing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.